Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences discomfort at the ipg pocket site which was too shallow. The patient underwent surgery where the pocket site was moved to another location. Follow up revealed the patient's pain issue was resolved.